Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "rupture, superinfection, axillary siliconoma." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency provided a healthcare professional's report of a right side suspicious rupture, superinfection on the edge of the right breast, and axillary siliconoma. Device has been explanted.